Event description:
It was reported that the customer experienced low blood glucose levels (22 mg/dl), and a seizure. Paramedics were called and customer delivered a short of glucagon. No assistance was received from paramedics due to the glucagon taking effect. Prior to customer having low blood glucose levels the basal rate was increased due to customer having high blood glucose levels caused by an illness. Once customer was over illness the increased basal rate was never adjusted back down.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old.